Event description:
It was reported, during the procedure the physician placed two leads. The anesthesiologist was having difficulty controlling the patient. The patient attempted to pull IV out and get off the operating room table. The patient was sedated and the physician removed the two leads. Follow-up identified the patient had surgical intervention at a later date to implant the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.